Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire became stuck in the catheter and could not be removed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The left superior pulmonary vein (lspv) was wired, and ablations were performed with the catheter deployed to the basket shape. The lspv was then rewired to getter a better branch for the ablations with the flower shape deployed, but when the guidewire was pulled it became stuck and was unable to advance or be retracted in the catheter. The catheter and guidewire were removed from the patient. It was found that pulling the guidewire seemed to move the slider switch. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation of a stuck guidewire was not confirmed for the returned farawave catheter. During product analysis, the device passed all tests performed, showing no evidence of the reported failure. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the farawave catheter risk documentation was completed and confirmed that the event of guidewire stuck was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire became stuck in the catheter and could not be removed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The left superior pulmonary vein (lspv) was wired, and ablations were performed with the catheter deployed to the basket shape. The lspv was then rewired to getter a better branch for the ablations with the flower shape deployed, but when the guidewire was pulled it became stuck and was unable to advance or be retracted in the catheter. The catheter and guidewire were removed from the patient. It was found that pulling the guidewire seemed to move the slider switch. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.